Manufacturer narrative:
The immucor laboratory tested retention product on 10 mar 2017, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on (B)(6) 2017 which yielded the expected rh (d) negative result outcomes, which included weak d testing, which confirmed the customers expected rh (d) negative findings. Immucor technical support used a remote electronic access method on 14 mar 2017 to assess the instrument test well image in question. The electronic file containing the result had already been archived, so the assessment could only be done when the archived disc was made available for viewing. It was determined that the instrument test well in question showed a half circle button shape where the button of red blood cells should be, and not the full circle button that would be expected.

Event description:
On (B)(6) 2017, a customer reported an unexpected positive result when using anti-d (monoclonal blend) series 4 on a galileo neo instrument, when tested on (B)(6) 2017.